Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no motor error or excessive no delivery alarm on the device. The motor was tested outside the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. (B)(4).

Event description:
Customer's mother reported via phone customer had ketones and was throwing up as a result of no delivery alarms. Customer's blood glucose reading was over 400 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer's mother was not aware they must call each time they receive a no delivery alarm. Customer advised they change the set out and resolve the issue on their own. Customer does not want to return the set or the reservoir for further analysis. Customer received motor error alarm. Troubleshooting for the motor error alarm was performed. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.